Event description:
It was reported that on (B)(6) 2025, the patient underwent a therapeutic egd for placement of a hanarostent due to history of gastric ulcer perforation. On (B)(6) 2025, the patient presented to the emergency room with abdominal pain and diagnosed with a small bowel obstruction due to a piece of the suspect device having migrated into the small bowel. The patient was scoped a second and third time to attempt to remove the fractured stent.